Event description:
Boston scientific received information stating, lead impedance above 2000 ohms and noise. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).